Event description:
It was reported that, while transecting bile, there was an incomplete staple line. Another instrument was used to re-staple the line. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.